Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a stroke occurred. In (B)(6) 2016, a left atrial appendage (laa) was performed. A 27mm watchman ® laa closure device & delivery system was used and the closure device was successfully implanted. In (B)(6) 2017, the patient was admitted to the hospital for a stroke.